Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that upon unpacking, the stent was missing. No additional event or patient information available. This event is being reported based on lab analysis which revealed visible crimp marks on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture.

Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The dislodged stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There was a bend in the hypotube 47 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that upon unpacking, the stent was missing. Analysis of the sds noted contrast in the inflation lumen. This is consistent with the device being prepped for use. It was confirmed that the stent was dislodged from the balloon. The stent implant was not returned for evaluation, which may have assisted in the investigation; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during preparation, or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent implant dislodgement in this case cannot be determined. In addition, a kink was noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to be related or to have contributed to the reported stent dislodgement. The lot history records were reviewed and there were no non-conforming material reports issued for this lot that were related to the reported dislodged stent. This MDR is considered closed by the product performance group.